Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device exhibited trouble with the piston and the unit felt hot. There was no patient harm reported.

Manufacturer narrative:
Internal identification number: (B)(4). Additional findings: a field service technician went on site to evaluate and work on the device. It was found that the following components needed to be replaced to resolve the reported issue. Ddi board: replaced to restore functionality and resolve control issues. Ddi probe: installed a new probe for accurate monitoring. Driver power module: replaced old module (sn: (B)(6)) with a new one (sn: (B)(6)) to ensure consistent power delivery. A definitive root cause was unable to be determined, however, the device was repaired, and a 7-year preventive maintenance was performed, and the device passed all tests and was put back in service.

Event description:
Additional information available after field service evaluated the device.